Manufacturer narrative:
The pump was returned to animas and was evaluated on (B)(6) 2016. Testing confirmed two cracks in the battery compartment, from threads to left of grip pad, and above grip pad to threads.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) battery compartment issue.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.